Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer returned one test strip only - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is less than 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 267mg/dl and 230mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6)2016. The meter memory was reviewed for previous test result history (time not set): (B)(6). She hadn't made any changes to her diet or medications (metformin).